Event description:
It was reported that customer received the exchange 10973hd sn:(B)(6), they reprocessed it as usual, following the IFU. When the patient was already a sleep on the or table they connected the vms and there was a message incompatible head and they had no image. They had to postpone the surgery.

Manufacturer narrative:
The device in question was returned to the manufacturer on november 27,2024, the evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The investigation was completed on 2025-02-20. The product itself shows no deviations or abnormalities. The mediastinoscope 10973hd was disassembled into its individual components in the responsible department. Based on the process of elimination of the individually checked components, we have come to the following conclusion: the spatula welded assembly 3045796 has an electronic problem which prevents the data from being transferred to the handle module with the built-in circuit board. By connecting it to a new spatula and the remaining components, the function of the unit could be mapped. Based on the analysis of the relevant technical department, no clear cause of the defect can be determined. The device was disassembled into its individual parts for the cause analysis, and these were individually subjected to a function test (see test report for mediastinoscope 10973hd). According to the results of the examination by the specialist department, there is a defect in the imaging image sensor. The following components showed no functional defects in the individual tests: measuring the signal lines with a multimeter. Function test of the components multimeter: agilent u1252a (pm-nr. 10235): x-link cable mc051482-04, sn: (B)(6) image available cable ok. Handle module button 3045396, sn: (B)(6) image available assembly ok. Handle cpl. 3045096, sn: (B)(6) light on, live image available, buttons respond, programming available, assembly in order. The following components showed a functional defect in the individual test: spatula welded 3045796 imaging > 10 min: no more image transfer available, the image shows red stripes. The sensor of the imager assembly 3045796 shows a defect. The sensor is glued and welded and therefore cannot be disassembled for a more detailed inspection. According to the test report, the image sensor shows no short circuits and no interruptions. Nevertheless, a possible cause is a sudden defective image sensor that has led to the complete failure of the device. The event is filed under internal karl storz complaint ID: (B)(4).